Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 375cc breast implant developed right-sided capsular contracture unknown grade, rupture, and bilateral acquired deformity nos postoperatively. The patient reported that it started as small dent on the right side, without pain but shape was distorted and was moving up, pocket was almost to the top of the collar bone, assumed it was capsular contracture due to misshape but once in surgery, doctor saw it to be ruptured. As a result, patient underwent bilateral replacements with sientra prosthesis: l) sientra gel: (B)(4) sn#: (B)(4) sientra gel: (B)(4) sn#: (B)(4), and right-sided capsulectomy on (B)(6) 2022.

Manufacturer narrative:
Device photo evaluation completed on april 30 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).